Manufacturer narrative:
Evaluation summary: blood was present throughout the catheter during inspection. The distal end of the stent had been stretched off balloon and was not positioned between the marker bands as per specifications. Remaining stent had been moved distally and was not position correctly. Deformation was evident throughout the distal stent wraps, with wraps being stretched. Also, stent deformation was evident to the 38th distal stent wraps with strut raised. Though 29th-37th stent wraps had no deformation apparent. Due to the severe stretching, stent od could not be measured. No deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the circumflex artery, exhibiting 98% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. Negative prep was performed with no issues noted. The device was inspected with no issues identified. The lesion was pre-dilated using a 2.75x20 balloon at 14atm. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force used during delivery. It was reported that the stent could not pass through the lesion and stent damage was seen. The stent was replaced with medtronic des device. The physician believed that the event was due to use of the device in difficult lesion morphology/anatomy and that the event was procedural related and not device related. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Image review: review of the procedural images confirm the presence of lesion sites in the rca and lcx vessels. Balloon inflation is performed in the rca prior to deployment of a stent in the lesion. The images capture balloon inflation at the lesion site in the lcx; there are no images capturing deployment of a stent as reported by the account. The attempted delivery and subsequent withdrawal of the resolute integrity device are not captured on the cine images. If information is provided in the future, a supplemental report will be issued.